Event description:
Per complaint:on saturday, 8/21/2021, patients mother contacted infusystem to report that the patient passed away on sunday (B)(6) 2021 while hooked up to the pump and infusing. Patients mother reports entering the home of the patient on sunday morning and finding the patient deceased. Ems was contacted and removed the pump from the patient and gave it to the patients mother. She was calling to find out how to return the pump. Instructions were given to caller. Contact made with infusion center this am (8/23/2021). Spoke to (B)(6), office manager. (B)(6) stated that the death was an unexpected event, but patients treatment was palliative. Cause of death is unknown. There was no autopsy performed. Toxicology report is pending.